Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer called in during the case to report they are getting an error on arm drive 2, not recognizing instruments. The caller stated prior to calling in they tried multiple instruments on universal surgical manipulator (usm) 2, and replaced the drape, but the issue remained. The caller stated they are unable to get usm 2 to recognize instruments. Tse recommended checking the pogo pins on usm 2 and reseating both the instrument and sterile adapter. Logs were showing 23300/23312 engagement errors on usm 2. The caller stated they are proceeding with the case and not using arm drive 2, they are using 3 robot arms and then stapling with a laparoscopic port. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the patient side manipulator (psm) 1. The system was verified and ready for use. The 23300 error was found indicating a failure to engage, confirming the fault occurred in the field. Upon visual inspection, it was noted that the retention plate right presence pin was broken and flush with the sterile adaptor (sa) mount, confirming the root cause for the reported event. The unit was installed onto a golden system where the unit failed to engage the instrument, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) and passed all other testing within specification. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.